Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the issue of the instrument would turn 90-degrees making it impossible to be retracted through the cannula. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that it was difficult to remove instrument from arm 4, where it moves to a 90-degree angle and becomes non-removable. The user clarified with the field service engineer that when releasing/pressing the 2 knobs for detaching the instrument, the instrument tip turns 90 degrees and makes it impossible to retract the instrument through the cannula. This occurred 3 times in total, with different instruments with few days interval. The procedure was completed as planned. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive universal surgical manipulator (usm) to perform failure analysis. Failure analysis investigations did not replicate and did not confirm the reported complaint. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, all searchlight, chip virtual encoder (cva) and hall sensor assemblies were inspected, but no faults could be identified. The carriage gearbox will be replaced as a precaution to the reported problem.

Event description:
Refer to h11 for follow-up information.